Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing pain at the pocket site. It was also reported that the patient's system diagnostics recorded impedances on the leads. Surgical intervention took place where the ipg and leads were explanted and replaced to address the issue. Effective stimulation was restored.